Event description:
Reference number: (B)(4). Event occurred in argentina. It was reported that the patient faced infusion set cannula bent event on 28-feb-2026. Patient changed infusion set to resolve the problem. The infusion set was in use for one day. The insertion site was lower back. No further information is available.